Manufacturer narrative:
Samples were collected in plastic bd lihep tubes with a gel separator and spun for three minutes at 7229 rpm in a fixed angle centrifuge. Qc was within established ranges prior to and after the event. System checks run for six days in 2009 passed within instrument specifications. Customer is performing instrument maintenance per bci guidelines. A field service engineer (fse) was dispatched the next day: (a) fse ran a system check which failed one portion. Fse replaced the peri-pump tubing and pipettor tip and ran system check again which then passed within specifications. (B) fse ran carryover testing which also passed within instrument specifications. (C) fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lxi 725 clinical system for one patient. Customer obtained an accu tni result of 11.68ng/ml which gave a repeat result of 0.90ng/ml. The original sample was aliquoted in an insert cup and tested upon which it gave a result of 0.04ng/ml. Another sample was obtained from this patient and tested on an alternate methodology upon which it gave a result of 0.03ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.